Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the device fell off event. The device was inspected and due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.

Event description:
The patient reported that 5 v-go devices had fallen off her body after only having them on for approximately 4 to 5 hours. The dates of occurrence are (B)(6) 2021, and (B)(6) 2021. The patient mentioned that on (B)(6) 2021 the v-go that she was wearing fell off while she was taking a shower. The patient stated that the v-go devices that fell of her were related to temperatures being above 80 degrees. On (B)(6) 2021 the patient reported that when the v-go fell off on (B)(6) 2021 patient had experienced a high blood sugar reading of 486 and took herself to the hospital as the v-go fell off and patient pushed it back in to her skin. The patient stated that she had symptoms of angina and it felt like a minor stroke feeling. The symptom that the patient experienced was dehydration which the hospital treated her for to recover to get her blood sugar to return back to normal. The patient stated that she gave herself 2 units of novolog as well while patient was in the hospital. The name of the hospital is penn medicine princeton medical center. The patient was in the emergency room for approximately an hour and then later released.